Event description:
The iab was inserted into the pt on 7/24/97 at 11:00 a.m. The dr had difficulty inserting the iab into the pt. The iab was removed on 7/25/97 after iabp for 21 hrs. The iab was not returned to datascope for eval. (Event complications: none from the event-reported 8/6/97). (Pt's current status: unk-rpt'd 8/6/97).